Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
User facility medwatch # (B)(4) report received that states, "patient presented on [date redacted] for pci [percutaneous coronary intervention]. When attempting to close the left groin with perclose, the md reported that the device didn't work. A second attempt was made with a second perclose. Md reported that there was tension when trying to remove the device. The footplate did retract. When the device was removed, upon inspection, the md did not notice any obvious signs of the device breaking. Md attributed it to intra-arterial calcification at that time. Manual pressure was held, hemostasis achieved. Pt dc'd [discharged] to home on [date redacted], two days later. On [date redacted], five days after discharge, pt readmitted after a 5-day history of progressively worsening left lower extremity pain and numbness. On [date redacted], the following day, the pt underwent left femoral endarterectomy with embolectomy, revascularization, and removal of a retained foreign object: metallic object in the distal external iliac artery, appearing to be a portion of the perclose deployment system. Md inspected the specimen. Md confident that the specimen that was found in the iliac artery is a footplate from a perclose device. Per md there may be a correlation with the retained perclose object and subsequent complications." It was reported that this was a closure of an unknown calcified vessel using the pre-close technique prior to a percutaneous coronary intervention (pci) procedure. Reportedly, when clicking down, the device did not work (plunger). A new proglide device was used; however, there was difficulty in removing the device encountering tension. Upon device removal, no damage was noted to the device and the footplate seemed to have retracted. Manual pressure was held, hemostasis was achieved, and the patient was discharged. Five days later, the patient was readmitted after worsening left lower extremity pain and numbness. The patient underwent a left femoral endarterectomy with embolectomy, revascularization and removal of a foreign object. A metallic object was found in the distal external iliac artery and is suspected to be the footplate of a proglide device. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it is likely a cuff miss occurred due to interaction with patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: h6: medical device problem code: code 2610 was removed and code 1142 was added. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
Subsequent to the initially filed report, a cuff miss [suture retrieval issue] occurred with the first proglide device. No additional information was provided.